Event description:
The customer reported high and low bgs. It was indicated that the customer went to the e.r. And was determined may be from stress at home. The customer was high with large ketones. The set was changed at the hosp and then the customer was released after stabilizing the sugar level. The customer took a bolus with pump instead. Troubleshooting was performed. The programming and histories on the pump were accurate. In addition, a fixed prime test was completed and the insulin exited. Instructed the customer to change the set and use manual injections per md protocol. Also it was indicated that the customer had low bgs and possibly had the flu. It was found that the customer was not doing the fixed prime for set changes. Suggested to the customer call to doctor to discuss possbile causes of low bgs. Assisted the customer's family member to set the fixed prime.